Event description:
The customer was hospitalized for high bgs and dka. The customer often has dka and pt is brittle diabetic. In addition, it was stated that customer was hospitalized before and the diabetes management consultant was notified. Furthermore the customer went back in the hospital with dka again. The customer was not feeling well to troubleshoot the device at the time of call.